Event description:
A ti sternal locking straight plate broke post operative. Patient complained of pain, an x-ray was taken and plate looked to be 'displaced' with no evidence of infection. During the revision procedure, when the patient was opened up, the plate was noted as broken and an infection was present. All hardware was removed from the patient.

Manufacturer narrative:
Subject device has been received and is in the evaluation process. No conclusion can be drawn at this time.